Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was replaced approximately three weeks after implant for an unknown reason. The rv lead was then explanted several years later. No patient complications have been reported as a result of this event.